Event description:
It was reported that the device had defective. There was no patient involvement. As per the analysis handpiece analysis findings the piece of bur broken and stuck inside the handpiece.

Manufacturer narrative:
H3: product analysis found that visually, only inner hub with the broken shaft in it was returned. The broken inner shaft measured 0.569 inches from the distal end of the inner hub to the broken point. The broken part of the shaft was also flattened and had tool marks on it. There was no damage noted at the proximal end of the inner hub (seal was intact). However, there was a deformation noted at the distal end of the inner hub (outside diameter). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.358 inches in deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.